Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced bleeding at or around off-label insertion site. Patient reported that on (B)(6) 2014 after insertion, patient snapped in the transmitter and noticed bleeding. Patient sought endocrinologist advice and they removed the sensor and cleaned the site. No further medical intervention was required. At the time of the call, patient reported feeling fine.